Event description:
It was reported that the patient was presented to the clinic with a patient notifier. The patient's left ventricular (lv) lead had an elevated capture threshold and high impedance measurement. The device was re-programmed to resolve the issue. The patient¿s condition was stable throughout.